Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the fill estimate gauge was inaccurate and that a cartridge alarm 19 occurred. Customer's blood glucose level was 250 mg/dl. Reportedly, the customer reloaded cartridge and resumed insulin delivery.